Event description:
During procedure the clip applier malfunctioned. Clips did not fully close when applied. Misfired clips removed; a new clip applier used which also malfunctioned on first two applications. Subsequent use of the second clip applier worked.